Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance measurement. The cause was not determined. The patient was checked and device was at end of life (eol). There was non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). The device was explanted while the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.